Manufacturer narrative:
Calibration and controls were acceptable. A review of alarm trace data showed an abnormal sample probe aspiration alarm. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The sodium electrode lot number was frp78, with an expiration date of 24-nov-2026. The chloride electrode lot number was fuu48, with an expiration date of 25-oct-2026. The field service engineer determined the sipper nozzle was clogged. The sipper nozzle, sipper tubing, pinch tubing, and vacuum nozzle were replaced. The system reagents were primed and mechanism checks were performed. Ise checks were performed and there were no alarms. Calibration and controls recovered within the customer's specifications. Precision studies recovered within specifications. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode and with the chloride electrode on a cobas pro ise analytical unit. The sample initially resulted in the following values: sodium = 111.3 mmol/l. Chloride = 124.5 mmol/l. The initial values did not agree with the patient's history, so the sample was repeated. The sample was repeated on a second analyzer, resulting in the following values: sodium = 136 mmol/l. Chloride = 98.8 mmol/l. The repeat results were deemed correct.